Event description:
It was reported that during use, the endotracheal tube's cuff was leaking and found ripped, so an exchange had to be made. During the tube exchange, the replacement had the same leak issue. Patient had desaturation into the single digits for a prolonged period of time and had bradycardia that required epinephrine.

Manufacturer narrative:
D10 concomitant product: 18880 8.0mm taperguard evac trachealx10 lot: 24a0979jzx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This event has been found to be a separate event of a previously reported event. All additional information pertaining to this event will be communicated under the regulatory report 9681384-2025-00887. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.